Event description:
Reportedly, "cannot access the manager core" error message was displayed. A software issue was suspected. Preliminary analysis showed windows corruption causing the reported message. The programmer should be repaired in order to restore normal functioning.

Event description:
Reportedly, "cannot access the manager core" error message was displayed. A software issue was suspected. Preliminary analysis showed windows corruption causing the reported message. The programmer should be repaired in order to restore normal functioning.